Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Logfile review performed by technical support for the treatment date showed no abnormalities that could have contributed to reported event. No errors or warnings on that day and stable energy with all treatments. The root cause could not be identified conclusively. With current information, no product malfunction can be associated with the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during flap creation the flap was cut strangely and had to be completed using tweezers. The flap was lifted without any problems and there were no complications. The flap closed again after the removal and there was no patient harm. The event did not cause a delay during the surgery. There were no abnormalities the next day either.